Event description:
Iliac arteries were very tortuous and calcified. Due to the difficult anatomy, the physician elected to advance introducer sheaths through the access vessels on both the ipsilateral and contralateral side in order to determine if the h&l-b one shot delivery system would advance through the extreme anatomy. The introducers successfully advanced through the repair utilizing the zenith device. The three-piece device was deployed and molded at the appropriate seal and junction sites. The final angiogram did not show any endoleak presence, but revealed that the contralateral leg graft had not acquired apposition against the vessel wall. A decision was made to add an iliac leg extension, of a larger diameter, on the contralateral side and extend the graft up to the internal iliac artery. An examination of the graft and vessel under fluorocoscopy hinted that the vessel may have been larger than previously believed. Placement of the iliac leg extension noted good apposition of the graft to the distal seal site. Aaa procedure was concluded with good results. Before closing, the physician repaired a stenosis in the distal right common iliac artery.